Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing elevated blood glucose levels in the 500's (mg/dl) and diabetic ketoacidosis. Customer delivered a correction bolus and changed supplies prior to hospitalization to address bg levels. While hospitalized, customer was treated with intravenous insulin and fluids. Customer was released from hospital (B)(6) 2016 with issue resolved.